Event description:
It was reported that the patient used expired infusion set on (B)(6) 2026 which led to bent cannula. The patient went to emergency room because of diabetes ketoacidosis. The blood glucose level was 400 mg/dl and was treated with pen at the time of hospitalization.

Manufacturer narrative:
Name: medtronic minimed country: united states of america street: 18000 devonshire street city: northridge state: california zip code: 91325 ¿ 1219 based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 3003442380.